Manufacturer narrative:
Failure analysis noted that the pump had unresponsive buttons due to corroded keypad traces. There was no button error alarm. The pump had corroded motor assembly and corroded electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 122 mg/dl at the time of incident. The customer stated that she went into the ocean with her pump on and it started alarming button error. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.